Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that anterior z-syndrome was noticed approximately 6 months post-op. The lens was explanted and exchanged with a 3-piece lens, without any complication, eight months after implant. The surgeon attributed the z-syndrome to capsular contraction. Prognosis for the patient is good.

Manufacturer narrative:
The lens was returned for evaluation. The lens was received in three pieces. A large portion of one haptic plate is torn off and is lying loose in the cup. Both haptic arms are torn off of the haptic plate. The optic is torn in half. A large chunk of the optic is missing. The haptic arms are torn off of the second plate and those arms were not returned. A device history record (DHR) review did not find any nonconformities or anomalies related to this complaint. The data received found no correlation between the patient prior lasik surgery and the z-syndrome. Based on the information provided, the root cause cannot be determined.